Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported symptom 'constant downstream occlusion' was verified through a review of the event history log by the presence of multiple ¿downstream occlusion!¿ alarms. Evaluation determined the cause to be an out of adjustment downstream tubing guide depth which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement. No additional information is available.